Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. (B)(6) 2024 the nurse removes the faulty indwelling needle and applies pressure to stop the bleeding, repunctures the patient, and reassures the patient by explaining the reason for the spillage of venous blood from the end of the indwelling needle after the needle has been placed in the patient's vein.

Manufacturer narrative:
1. DHR/bhr review lot#4080076. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests results show that no leakage is found at the sample. Please refer to attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.